Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, pain, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Patient reported right side pain and "lump or thickening in or near the breast or in the underarm area". Healthcare professional additionally reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.